Manufacturer narrative:
Control: 25miu/ml hcg urine, lot: hcg120809-01; 230.2iu/ml hcg urine, lot: hcg120917-01; 229.9iu/ml hcg urine, lot: hcg120903-01; 280.liu/ml hcg urine, lot: hcg120926-04. Clinical positive urine sample from 6 urine samples. Summary of results: the retention devices meet qc specification, details as below: the 25miu/ml hcg urine control yielded clearly positive results at 3 minute read time. (N=ls); the 230.210/ml hcg urine control yielded clearly positive results at 3 minute read time. (N=3); the 229.9iu/ml hcg urine control yielded clearly positive results at 3 minute read time. (N=3); the 280.liu/ml hcg urine control yielded clearly positive results at 3 minute read time, (n=3); clearly positive results were observed with clinical urine samples from 6 pregnant women at 3 minute read time. (N=l for each sample). Conclusion: from retain testing with in-house control, the client's result was not replicated, and the product performed as expected. Verified the product number, product description, lot number and batch record; no abnormal results were found. Customer complaint was not replicated in-house with retention devices. Retention devices were tested with hcg urine controls at cut off and high levels. All results met qc specification. No false negatives were observed. Manufacturing batch record review did not uncover any abnormalities. Root cause could not be determined without patient specimen in-house analysis. To date, 1 complaint has been reported against this lot. This issue will be tracked and trended. No corrective action required at this time as no product deficiency was established.

Event description:
Customer reported a potential false negative urine hcg result with medi-lab performance hcg urine test-cassette vs. Quantitative results. A (B)(6) year old female patient visited her doctor's office to confirm home pregnancy test. A negative urine hcg result was observed using the medi-lab performance hcg urine test-cassette, the patient's last menstrual period was (B)(6) 2012. Quantitative test was performed twice with the following results: 111 and 204miu/ml.